Event description:
It was reported that this pacemaker was part of the system revision due to infection. A temporary pacing system was used due to the patient was a pacemaker dependent. No adverse patient effects were reported. The pacemaker was explanted.